Manufacturer narrative:
Based on the claim against the product by the customer noting ssc left eye not working an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer monitor. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv-3 was analyzed and found to pca system had no image. The complaint regarding ssc left eye not working was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the left eye in the surgeon side cart (ssc) was not working. The tse was unable to view the live logs. The tse walked the customer through a system power cycle and a hard power cycle of the ssc, but the left eye image was still not present. The te had the customer verify the fiber cabling had blue led at both ends and it was blue. The customer was unsure how they would proceed with the case and were actively searching for another system to utilize. The call ended and the tse was unable to troubleshoot further. The procedure was completion unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the or director informed there was no harm to the patient identified except prolonged anesthesia exposure since we had to convert to multiport. The case was converted to multiport from a single port system. The customer will not be disclosing any patient information.